Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received a sensor error. The customer removed the sensor and noticed that the electrode was broken. It was stated that the sensor fractured inside the customer¿s body. The customer had worn the sensor for 6 hours. The customer did not twist or reinsert the sensor. Blood glucose at the time of the incident is unknown. The customer was unsure if the broken piece remained in the body. It was advised to contact the doctor. The sensor would be replaced. The product will not be returned for analysis.